Event description:
It was reported that the left ventricular (lv) lead had capture issues with possible dislodgement. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694858 implantable tachy lead implanted: 2006 (B)(6); 457445 implantable pacing lead implanted: 2006(B)(6); 407645 implantable pacing lead implanted: 2009 (B)(6); 419378 implantable pacing lead implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: a partial lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.